Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was rec'd and damage was observed on the stent. Visual examination of the stent revealed damage to the distal end. A distal stent strut was bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage experienced during the procedure could not be determined.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While unpacking the taxus express2 2.5x24mm drug eluting stent, they found that the stent strut was flared at the proximal end. The device was not used. No pt complications were reported.